Event description:
The customer reported to olympus, the light source had a b error code and generated a scope error with no image. The issue was found during preparation for use for a procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; there was a faulty scope socket (b30 error) and the locking mechanism and scope detection slid were not functioning causing the front panel to blink. The additional evaluation findings were as follows: the front panel was broken below the scope socket area, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 error occurred due to a communication failure caused by a failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay of the procedure.